Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified left circumflex artery (lcx). After a 6fr non-boston scientific (bsc) guide catheter was used and engaged in left coronary artery coaxially, a non-bsc guidewire crossed the lesion. Pre-dilation was performed in the mid lcx with 2.5 x 12mm nc balloon catheter. A 3.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, the device was failed to cross the lesion due to the calcium. Further pre-dilation was done with the same balloon catheter and the physician took the same stent; but it was then noticed that the stent struts were damaged. The device was removed and the procedure was completed with another 3.50 x 24 synergy stent. There were no patient complications reported. The outcome was good and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid section were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified left circumflex artery (lcx). After a 6fr non-boston scientific (bsc) guide catheter was used and engaged in left coronary artery coaxially, a non-bsc guidewire crossed the lesion. Pre-dilation was performed in the mid lcx with 2.5 x 12mm nc balloon catheter. A 3.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, the device was failed to cross the lesion due to the calcium. Further pre-dilation was done with the same balloon catheter and the physician took the same stent; but it was then noticed that the stent struts were damaged. The device was removed and the procedure was completed with another 3.50 x 24 synergy stent. There were no patient complications reported. The outcome was good and the patient was stable post procedure .